Event description:
It was reported to philips that the nurse found that the defibrillation electrode piece had sparks and an explosion sound, and then the defibrillation, ventilator and electric nursing bed were on fire. The device was being used to rescue a patient. We are considering this to be a serious injury as the safety of the device could affect or potentially affect treatment/therapy. The patient outcome is unknown. Additional details have been requested.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the nurse found that the defibrillation electrode pad had sparks and an explosion sound, and then the defibrillation, ventilator and electric nursing bed were on fire. The device was being used to rescue a patient. The patient died. This report was initially submitted as a serious injury however additional information received from the customer stated that the patient died.

Manufacturer narrative:
Philips did not directly evaluate the device. A philips field service engineer (fse) was unable to go to the scene because of epidemic control issues. Philips after review of the ECG device stored files / printout information found the following: philips clinicians and technical product experts reviewed this case. Philips is unable to provide a definitive analysis of the event based on the following issues: 1) electrodes/cables/device unavailable for failure analysis ¿ the images provided do not supply complete detail required to analyze the failure mode(s) present during the event for the pads, electrodes, cables and/or device. 2) unknown source of pacer spikes during the case ¿ detected at several times during the event (et 00:00:40, et 00:03:19 and et 00:04:06). The pacer activity was not generated from the xl+ device, as it was not in pacing mode. The customer provided feedback that the patient did not have an implanted pacemaker/defibrillator and no other devices were applied to the patient during defibrillation. As the source of this pacing activity cannot be identified, it is unclear if any interactions between devices (e.g., wires overlapping/contact) could have led to the arcing/fire event. 3) interaction between the device and the patient following the arcing event ¿ if the arcing occurred in the delivery of shock 3 (et 00:40:00), information is not available regarding whether the device (pads, monitoring electrodes, etc.) Were fully detached from the patient. This is required to analyze the events logged in the case from shock 3 until the device is turned off (et 01:28:44). The device hardware error logs found no related errors to this event. It is not currently possible to know the malfunction. The device is in quarantine and remains at the customer site. It has been concluded that no further action is required at this time. Patient outcome code = death h3 other text : fse unable to go to scene because of epidemic control issues.